Event description:
It was reported that the customer experienced high blood glucose. It was stated the morning the customer called the blood glucose was 447mg/dl. Troubleshooting could not be performed as customer did not have the tubing clamp. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the prime anomaly.